Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing, bench handling, shock testing, and pace testing without duplicating the malfunction. Review of the device activity logs did not show any evidence to support the customer's report that the device self-discharged. Review of clinical data only shows two events that the device provided an output. One event was when the device delivered a shock at 30 joules for a 30 joule test which indicates device was not connected to a patient and the other event was a pacing event. Also, it is important to note that the device is not capable of adjusting the pace settings on its own which indicates that the user adjusted the pace setting. Our investigation for the reported malfunction was closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self discharged and shocked the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.